Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 4 degrees lower that the child's actual temperature. The child was treated at an emergency room, where it was confirmed that they had a fever. The consumer also stated that the child has a febrile seizure. Kaz USA, inc. Has requested that the product be returned to our company for lab analysis.